Manufacturer narrative:
Product analysis: analysis found that the programmer's touchscreen was out of calibration. The screen was calibrated, but a short time afterwards, the screen was out of calibration again. The touchscreen assembly was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the calibration of the programmer's stylus. The programmer has been returned for service. No patient complications have been reported as a result of this event.